Manufacturer narrative:
Vyaire file identification:(B)(4). H10: a vyaire fsr (field service representative) evaluated the device onsite. The fsr replaced the main electronics and reconfigured it successfully. Fsr ran calibrations and verifications. All tests passed required criteria. Unit meets factory specification. Returned part to ups for return shipment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the bellavista 1000e us where user interface error message found on the display. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the issue. The suspect device was returned for investigation. The reported complaint was confirmed in the log file and duplicated in the fa lab. The failure was caused by a known issue referred to as apphang b1 and is documented in CAPA-000001062. Investigations performed by imt proved that this failure can be reproduced in the lab and the user can't start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode".